Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Corail shaft, duraloc shell 60mm, duraloc ceramic 58 or 60/28 , implanted in 2003, no problems till 2009, immediate pain, neck fracture of femur.